Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: evaluation revealed that the last basal delivery was on (B)(6) 2015. There was no activity outside of normal use observed. The total daily dose adds up and equals the programmed basal rate. The pump is unable to power up and is completely unresponsive due to moisture corrosion. The pump¿s cover was removed, moisture corrosion was found inside the pump on the display flex/connector and to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the insulin on board (iob) is not calculating correctly into bolus total. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This pi was originally captured as a malfunction. The reporter called back, troubleshooting was completed and it was determined that there was no malfunction but a dissatisfaction with the product.